Event description:
It was reported to us that after engaged the guiding catheter, blood was leaked at the connection between hub and strain relief. During the procedure of rotablator insertion, the physician noted the kink at the distal part of this device. The kink have already been occurred when the control visualization was performed, but it is unclear when the kink was happened.

Manufacturer narrative:
As received the device appears intact and undamaged. Functional testing of the returned device confirmed the leak when the lumen is filled with water confirming the reported event. The device leaks between the hub and strain relief when the lumen is filled with water. A review of the manufacturing device history record detects no issues related to the reported event. There are no other reported complaints for this manufacturing lot. Dissection of the hub shaft interface indicates insufficient or improperly applied adhesive was put on the shaft prior to insertion into the hub likely resulting in the leak. However, 100% testing of glued hubs for leaks should have detected the leak. Based on an investigation of the leak tester, we found that there is a set of circumstances which can result in infrequent occurrences of the leak tester not performing the test properly. Corrective action is being taken to prevent further occurrence. The investigation and modifications to the leak tester will be documented. A process review of the current adhesive application performed by the operators revealed correct placement and orientation of the adhesive being performed. However the operators are being retrained to heighten awareness based on the latest complaint. The investigation is complete as of (B)(4) 2013. (B)(4).

Manufacturer narrative:
Evaluation is currently being performed on the returned device. Once the evaluation is completed a follow- up medwatch report will be submitted. (B)(4).

Event description:
It has been reported to us after engaged the guiding catheter, blood was leaked at the connection between hub and strain relief. During the procedure of "roterblader" insertion, the physician noted the kink at the distal part of this device. The kink have already been occurred when the control visualization was performed, but it is unclear when the kink was happened.